Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found several parts were found with foreign material, suction cylinder had discoloration, scope connector cover unit had corrosion due to water leakage, the plug unit had corrosion due to water leakage, and the universal code had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the colonovideoscope exhibited a clogged air/water flow system. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed several components with foreign material present, which was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported there was a clogged air/water flow system (non reportable malfunction) and upon evaluation of the returned device, there was foreign material present. However, the customer returned the device without reprocessing due to the clogged air/water flow system, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.